Event description:
It was reported that during the use of the product, the cuff pressure became unable to be controlled. The customer then noticed the pilot balloon was missing. No patient injury was reported.